Event description:
The pt reported directly after implant his abdomen started swelling and expanded, so much that he "looked pregnant". The hcp told him that it was due to gas or from lying on the metal bed for so long; he was given morphine and released from the hosp. His pain and the swelling did not increase. At the first programming visit, the company rep told him the trial leads and permanent leads were implanted differently based on x-rays. The pt reported that the hcp implanted the neurostimulation components on the right side when the stimulation was supposed to be for pain on the pt's left side. A revision was done and during surgery the gas released itself from his abdomen. After the revision, the pt had continual pain. He had 'several tests' but nothing was determined. At a later appointment, the hcp decided that the device should be removed because the components were too close to 'his privates' and the system was removed in 2007. Since removal of the device, he has had a loss of bladder and or bowel control. He reported that he is in constant pain in his esophagus and abdomen. His back pain is also untreated. A follow-up report will be submitted if additional info becomes available.